Event description:
It was reported that there is a broken device with led failure. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced u4 on display board assembly for dim segment . Lvp lifted keypad recall completed. The probable root cause of the reported issue was due to electrical failure of the led display grn 7segment. A review of the device history record showed the device had a manufacture date of 29jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there is a broken device with led failure. No additional information was provided. There was no patient involvement.